Event description:
During index procedure the patient had 2 endeavor sprint drug-eluting stents implanted to the rca. It is reported that there was plaque shift following placement of the first stent which was treated with the second stent. Cec adjudicated that, on the same day the patient suffered an arc mi. The investigator did not indicate whether the reported events were related to the study device.

Manufacturer narrative:
(B)(4).